Manufacturer narrative:
Per report, the edwards 14 fr esheath was used with a non-ew valve and delivery system. The 14 fr esheath is currently not indicated for use with non-ew devices. Therefore, this is considered an off-label case. This event reports a negative device interaction associated with a non-edwards device which did not contribute to any edwards device/procedure hazardous situation. As such, potential risks associated with this event are not evaluated in the esheath risk management file. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for inability to advance through esheath was unable to be confirmed due to unavailability of returned device/applicable imagery. However, based on the reported event, a non-edwards valve was used with an edwards 14fr esheath, and an 18fr non-edwards delivery system. Use of the 14 fr esheath with tighter restriction (tolerance) resulted in resistance in passing the 18fr delivery system along with the loaded valve through the14fr esheath. The recommended sheath for use with the 18f delivery system or 21f tf delivery system is the gore dry sheath (21f or 23f respectively). This vascular complication, which was procedure related, resulted due to failure to use the recommended sheath at the time of implant. In this case, the esheath that was used was not the recommended sheath at the time of the implant. As such, available information suggests that use error (failure to follow intended usage) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by a non-edwards engineer, during a transfemoral tavr procedure with non-edwards valve, a 14fr esheath was used. During insertion of an 18fr non-edwards delivery system and non-edwards valve through the esheath, resistance was felt. Upon entry of the delivery system nosecone into the abdominal aorta, there was slight separation of the nosecone causing minor flaring of the valve within the sheath. It was decided to remove the devices. Upon removal of the delivery system through the esheath, a vessel dissection and perforation of the right external iliofemoral artery at the level of the internal iliac vessel was formed. The patient was intubated and in conjunction with implantation of 4 stents in the right external iliac artery without complication. Further open surgical vascular repair of the right external iliac and femoral artery was performed. Given the vascular complication at the procedure's outset, there was no attempt to implant the valve. The patient recovered fully and was successfully discharged home on post operative day 5. Per report, the device was returned to their facility, and the handle stylet was not inserted within the delivery device. After inserting the stylet, all operation of the handle and knobs worked normally. It is typical that either the stylet remain in the handle during operation (loading) or that a guidewire was through the wire lumen of the device. Use of the 14 fr esheath with tighter restriction (tolerance) resulting in resistance in passing the 18fr delivery system along with the loaded valve through the esheath may have contributed to the 25mm valve separating from the nose cone during insertion through the sheath. The known tight tolerance of a 14f esheath and a 18f delivery system may have been worsened by lack of adequate pre dilation of the esheath at insertion. The recommended sheath for use with the 18f delivery system or 21f tf delivery system is the gore dry sheath (21f or 23f respectively). This vascular complication, which was procedure related, resulted due to failure to use the recommended sheath at the time of implant. A 14f esheath was chosen by the site in the hopes of minimizing vascular risk in this patient with a very small body mass index. To mitigate similar complication in the future, use of the recommended sheath (gore dry seal) will be encouraged. For the upcoming pivotal trial expandable sheaths will be excluded from use.